Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose which was 417 mg/dl and treated it with insulin pump. The customer was unable to enter auto basal. It was unknown whether the auto mode feature at the time of event was active or not. The insulin pump will not be returned for further analysis